Event description:
It was reported that a patient underwent a breast reconstruction after total mastectomy on (B)(6) 2014 and a drain was placed. The drain functioned properly upon placement but when it was later removed from the patient, it was no longer draining. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The drain is blocked with the blood clot or piece of tissue.